Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched display window and cracked case near the display window corner. There was no button response due to corroded keypad traces and no button error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised they received a button error alarm and the esc button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.